Event description:
It was reported that the controller was overheating and not holding a charge. No damage to the controller was reported. The patient was using an insulet supplied charging cord. Blood glucose levels were reported to be between 121 mg/dl and 180 mg/dl. No medical assistance was sought, as a result of this event. The patient was sent a replacement controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.